Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a better outcome with their temporary device than their permanent implant. It was stated the patient wanted to check the placement of their lead. It was noted the patient had been using program 4 since (B)(6) 2011 and since (B)(6) 2012 the patient had been experiencing random chest pains which they thought were muscle spasms. The patient stated it was ¿as if my body is leaking electricity.¿ it was also stated that one third of the patient¿s wound opened the night after their surgery. It was noted there was no harm, injury or death to the patient. It was later reported the patient had an undissolved soluble stitch as well as scarring and a compromised implantable neurostimulator (ins) implant site. It was noted this resulted from one third of their wound having been left gaping open from (B)(6) 2011. Additional information from the patient stated they could not run at all because they got pain at their implant site. It was noted the patient believed it may be due to the device moving around as a result of the compromised wound. It was reported the patient was seen in clinic on (B)(6) 2011 and was not referred to a wound specialist clinic. It was stated that prior to that date the patient had 3 healthcare provider visits and their skin reacted to mepore bandages 10 weeks post-operatively. It was noted the first scab formed and fell off 11 weeks after surgery. The patient stated their temporary device was better for pain, genital sensation, straining to evacuate bowels, endurance for sitting in straight chairs, urine flow and direction and sensation at coxis not left labia/perineum. It was noted the patient¿s implant site would get sore after walking more than 15-20 minutes and their fatigue and stamina was worse. It was stated the patient had stiffness in their pelvis in their left and right hips and weakness in their left hip and leg. It was reported the patient could feel the left side nerve pain was positional. Reportedly, the patient had bladder hesitancy and difficulty voiding and had to tap their bladder to empty. It was stated the patient had random chest pains and they still noticed their breathing was affected by the spasms but the healthcare provider stated these symptoms had nothing to do with the implantable neurostimulator (ins). It was noted the patient¿s wound was examined on (B)(6) 2012 and the healthcare provider said it was okay and there was one soluble stitch left undissolved. It was later reported the patient had unexplained physical pains and muscle spasms/electrical discharges since implant. It was noted the patient had an x-ray done on (B)(6) 2012 and the patient was told by their healthcare provider that it was ¿satisfactory, fine or ok¿ but the patient stated they were lied to about the results of the x-ray.